Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, d4 (expiration date), g3, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors, including hyperlipidemia (hld), coronary artery disease (cad), coronary artery bypass graft (CABG) and diabetes mellitus (dm). All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 2700tfx pericardial aortic valve was disabled via valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to aortic stenosis. The patient initially presented with worsening dyspnea on exertion and fatigue. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The transcatheter valve was implanted without issue and the patient remained stable throughout the procedure with a post procedure gradient of 7mmhg. The patient is a 74-year-old male with history of dm, cad w/ CABG, htn, hld